Manufacturer narrative:
(B)(4) - advancement against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the distal circumflex coronary artery with heavy calcification, pre-dilatation was performed with an unspecified 2.5x20 mm balloon catheter. A 2.75x23 mm rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion. Several attempts were made to cross the lesion and force was applied against resistance in an attempt to cross the lesion. Reportedly, the no cross was due to the patient anatomy and interaction with the guide wire and guide catheter. The proximal shaft of the sds became heavily kinked outside of the patient anatomy. Resistance was felt during removal of the sds with the vessel, guide wire and guide catheter. The sds was removed from the patient anatomy as a whole unit; however, once removed from the patient anatomy the proximal shaft was noted to be separated into two pieces. Another 2.75x23 mm rx xience xpedition sds was used and the procedure was successfully completed. The final patient outcome was satisfactory. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The kink and shaft separation was able to be confirmed. The difficult to position/remove the guide wire was unable to be confirmed. The difficult to position/remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The failure to advance and difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.